Manufacturer narrative:
Product ID: 3889-28, lot# va1984k, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Caller mentioned the ins was replaced due to normal battery depletion.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the lead malfunction was not clarified. A rep had tested the lead. The device was sent to pathology at a medical center.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: continuation of d11: product ID 3889-28 lot# va1984k serial# implanted: (B)(6) explanted: (B)(6) product type lead ubd: 2020-08-02; UDI: (B)(4). H6: patient code c76126 no longer applies to the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the physician in response to a request for additional details: patient underwent procedure (B)(6) 2019 where had a dead battery replaced. The old battery was removed and new battery njy423189h was placed. They could not get the new battery to work very well. Patient was seen in office, where it was determined the old lead, which was not replaced when the old battery was replaced, had malfunctioned and was not delivering energy to the s3 nerve root. Patient went back into surgery (B)(6), 2019 where patient had a complete replacement. Battery and lead were removed and replaced with new product. Since that time the patient has had success with new product. No further complications were reported. [Refer to pe# 703448967 for details pertaining to the new ins issues, 703302818 re: crts 3897362, pe 702196964 re: crts 3838180 both referenced in crts 3942298]

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that with the patient¿s previous ins there ¿might have been an electrode broke.¿ when asked for further clarification the patient stated that was why they had a new ins implanted. The patient stated the old implant was still in there and they didn't have the old ins removed but had a new one implanted on the other side due to the issue. No patient symptoms were reported. No further complications were reported.